Event description:
Factory analysis of a returned cpu pcb board revealed a component failure that can result in a shut down of the ventilator during operation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.